Event description:
Procedure: sleeve gastrectomy. According to the reporter: at the last firing on a sleeve, towards end of the firing sequence, the stapler made a snapping or cracking noise and the reload abruptly straightened out. The staple line was fine. The reload was able to be fired all the way to the end. The reload was articulated to the left when it straightened out. When the tech tested the handle he found that it would not articulate to the left anymore. I tested it as well and got the same result. When I tested the adapter in question on a new handle I got the same result. Another manufacturer reinforcement material used?: no were other manufacturer product used?: no was there patient injury/hazard: no there was no unanticipated tissue loss, no unanticipated extension of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient. No tissue damage.

Manufacturer narrative:
(B)(4).